Event description:
I was reported that a patient alert triggered because the device reached recommended replacement time. Early battery depletion was suspected. The device was explanted and was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.